Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection was performed with the naked eye and no issues were noted; no molding defects or deformation of the cap were observed. The diameter of the minicap was measured and the measurements met product specifications. The reported condition was not verified. A batch review was conducted on the two (2) suspected lot numbers (m20c10b and m20c30b) and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added in h10: connection testing was performed with no issues noted; no fault was identified, the cap was connected correctly, and no fall issue was detected. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #/ suspected lots: m20c10b and m20c30b. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had fallen off. It was further reported that "the cap came loose when being removed from the belt and fell to the floor". The minicap was in use for ten (10) hours. This occurred while the patient was showering and a new minicap was used. The patient used proper connection technique and no difficulty was noted connecting the cap. There was no patient injury or medical intervention associated with this event. No additional information was available.